Manufacturer narrative:
The device has been requested but has not been returned to the manufacturer. Neither the meter serial number nor the test strip lot number was provided. The owner's guide and previous field returns have been reviewed. There is no evidence from previous field returns the event was caused by a meter malfunction. Based on the limited information provided, the root cause of the discrepant values between meter brands could not be determined. Environmental factors, medical conditions and testing practices could have contributed. The time between the comparison measurements is not known. No corrective action will be performed because no system error can be confirmed. This event will continue to be trended.

Event description:
Patient's mother reported the bgstar showed blood-glucose measurements that were very different compared with glucometer from another laboratory (one touch). The bgstar measured 83 mg/dl while the one touch measured 37 mg/dl. The patient experienced dizziness and reported almost fainting. The patient therefore believed the measurements of the one touch. She ingested sugar and felt better afterward.